Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, upstream occlusion sensor issue was not reproduced. Upstream occlusion testing was done 2x and both tests passed. Air testing was also done and passed. Downstream occlusion tested and passed at 9.93 psi. Flow accuracy/ vol was also tested 2x with rate set to 40 ml/ hr and vtbi at 20 with a run time of 30 minutes. Both testing passed at 21 ml and 20.9 ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a review of the service history identified the device has been previously serviced, but greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum iq infusion pump displayed upstream occlusion sensor issue. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.